Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter first name: (B)(6); reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: investigation results: based on the available information, boston scientific was able to confirm the reported event of stent failure to deploy. The device was not returned; therefore, product analysis could not be performed; however, a media review of a photo provided by the complainant was performed, which showed that the stent did not deploy. Taking all available information into consideration the investigation concluded that there is not enough evidence to determine if the reported event of stent failure to deploy was due to the physician's device manipulation during the procedure, or whether it was related to a device malfunction. The investigation findings did not lead to a definitive conclusion regarding the cause of the reported events; the most probable contributing cause remains unknown. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. However, a media review of a photo provided by the complainant was performed, which showed that the stent did not deploy. Risk review: a risk review was completed and confirmed that the reported events of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder during a drainage procedure performed on (B)(6) 2026. During the procedure, deployment of the first flange of the stent was attempted; however, it was not observed to open on endoscopic ultrasound (eus) imaging. The physician attempted to manipulate the device to facilitate release without success and suspected that the distal flange may have been positioned too close to the wall. Upon deployment of the proximal flange, the stent fully deployed in an unintended location. The stent was removed using forceps, and the initial puncture site was closed with a clip. A 15 x 15 mm axios stent was subsequently attempted through a separate puncture site; however, it could not be deployed (subject of this report). The procedure was ultimately not completed due to prolonged procedure time and device unavailability. There were no patient complications reported due to this event.